Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.